Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2378, awareness date 03-nov-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2008. The boyfriend of the consumer reported that since essure insertion his girlfriend had several side effects from the device. She was constantly having to take advil for the pain (either headaches or abdominal). Her period was either extremely heavy for a few days or not at all. She has had more then one tubal pregnancy. She was forgetful, forgetting what she has said or even thought she had told him something and had not. She had mood swings that sometimes were minor but other times extreme. Her pain sometimes has forced her to double over it has been so bad. She has swelling that made her look like she was 9 months pregnant. There was also swelling in her neck that they thought the essure device was causing. Quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced more than one tubal pregnancy. This event, seen as ectopic pregnancy, is serious due to medical importance and listed in the reference safety information for essure. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. Therefore, considering event's nature and limited information provided, causality with suspect insert cannot be excluded. Since ectopic pregnancy can lead to a life-threatening situation and usually requires surgical intervention, this case is regarded as incident. Additionally non-serious events were reported. Based on available information there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No further follow up will be actively pursued since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.